Event description:
The customer tested her blood glucose and received a reading of 247 mg/dl using her contour meter. She retested using her breeze2 and received a reading of 117 mg/dl. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting the contour meter and the results fell within the normal control range. No product will be returned for evaluation.